Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the balloon broke after being inflated inside the uterus. Another like device was used to complete the case. There was no consequence to the patient.